Manufacturer narrative:
(B)(4). Remove: (additionally, the customer stated there may be a date discrepancy in the pump logs. The customer could not recall if had changed the date or time on the pump.) On 11/8/2016: tandem technical support received additional information that the date/time discrepancy occurred with a different pump and information will be captured in MFR report# 3007981285-2016-21427

Manufacturer narrative:
On 10/20/2016: tandem technical support reviewed pump data and bolus calculation and delivery were correct. Customer acknowledged. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received inaccurate fill estimates. The customer reported experiencing continuous high blood glucose levels. Additionally, the customer stated there may be a date discrepancy in the pump logs. The customer could not recall if had changed the date or time on the pump.